Event description:
It was reported that bd nexiva single port needle did not disengage. The following information was provided by the initial reporter: inserted in patient ¿ needle would not disconnect from hub 10sep2024 describe any patient harm, injury, complication or negative outcome that occurred because of the event. ¿ no harm to patient

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle would not separate from the catheter adapter was confirmed and the cause appeared to be manufacturing related. One 20g nexiva device was provided for investigation. The needle had been fully withdrawn through the tip shield; however, the tip shield would not release from the catheter adapter. It appeared that the needle punctured and created a tab of material in the tip shield during assembly that prevented the safety mechanism from releasing from the catheter adapter. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.